Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to manufacturer for analysis. Visual inspection of the returned platform shows that the front enclosure was cracked and the battery lock was bent. The physical damages found during visual inspection are not related to the reported complaint of the autopulse displaying a user advisory 7 (discrepancy between load 1 and load 2 too large). The damages appear to have been caused by normal wear and tear (autopulse manufactured in ((B)(4) 2007). A review of the archive was not performed as it stopped during the downloading process. Therefore, the archive data could not be retrieved. Functional testing was performed and the reported issue of the ua 7 was verified. It was observed that the load cell amp cable was not connected to the load cell amp board at j1. The load cell amp cable was reconnected to j1 to remedy the fault. Based on the investigation, the parts that were identified for replacement are the front enclosure and the battery lock. In summary, the reported complaint of a ua7 fault occurring was confirmed during functional testing. The fault was found to be due to the disconnection of the load cell amp cable to j1. The physical damages found during visual inspection are unrelated to the reported complaint. Upon reseating the load cell cable into the connector on the amp board and replacement of the damaged parts, the platform passed all testing criteria.

Event description:
Complainant alleged that the autopulse® platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. There was no patient involvement. No further details were provided.